Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus and a correlation between the device and the patient¿s expiration cannot be conclusively determined the pump was not explanted and is not available for investigation. The heartmate ii left ventricular assist system instruction for use lists thrombus, hemolysis, renal failure, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 5 months. The pump was not explanted. No other information is available. A supplemental report will be submitted with the manufacturer investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient had presented with diffuse body pain and was found to have elevated lactate dehydrogenase (ldh), low haptoglobin, acute kidney injury and pump thrombosis. A bedside transesophageal echocardiography (tee) revealed a dilated left ventricle, the aortic valve opening with every beat and septal shift toward the right ventricle. A CT of the head demonstrated a small acute subarachnoid hemorrhage in the right parieto-occipital lobes and questionably trace amount in the left parieto-occipital lobes. After a discussion with the clinicians and the family regarding the patient¿s poor prognosis, the spouse ultimately decided on comfort care. The lvad was turned off on (B)(6) 2018 with do-not-intubate (dni) and do-not-resuscitate (dnr) orders. It was reported that the patient expired on (B)(6) 2018. The cause of death was reported as cardiogenic shock and lvad thrombosis.